Event description:
"Inner flap of lid moves on a hinge and on occasion one of the hinges breaks off. When this occurs, there is a hole left in the upper portion of the lid. With a hole in the top portion, needles are able to push through creating the potential for injury." When the hinge breaks off the product often is still used, sometimes without the inside lid. No needlestick injuries were reported. User facility filed a "quality improvement report" with FDA as a concern due to the potential for injury.